Manufacturer narrative:
The correct manufacturing site for suspect medical device total bilirubin is abbott laboratories (irving ia/cc) 1915 hurd drive irving, tx 75038 and was submitted under manufacturer report number 3016438761-2020-00183. All further information will be documented under MDR number 3016438761-2020-00183.

Manufacturer narrative:
The complaint investigation for falsely elevated total bilirubin results on a pediatric sample, while using total bilirubin reagent list number 6l45, lot number 55889uq09, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. A review of complaint activity determined that there is no atypical complaint activity for lot number 55889uq09. Trending review determined no adverse trend for falsely elevated results for the product. Return testing was not completed as returns were not available. Complaint data from the customer shows the issue is due to a suspect assay calibration, specific to the customer site. The customer recalibrated the assay and the results were lower. The qc results were also affected, however, the customer continued to generate patient results. A review of the product labeling concluded that the issue is sufficiently addressed. Manufacturing documentation for the likely cause lots were reviewed and did not identify any issues. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated total bilirubin result for one patient on an architect c4000 analyzer. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2020, was 25.2 umol/l, which was reported out of the laboratory and questioned by the medical provider. The sample was then repeated in another laboratory, using an alinity c analyzer, and the result was 9.0 umol/l. There was no impact to patient management reported.